Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for fluctuating blood glucose (bg) levels (20-800 mg/dl). The customer did not provide further information at the time of the report about the event. The customer requested assistance with adjusting the pump settings prior to restarting back on the pump. Tandem technical support advised the customer to discuss the settings with a healthcare provider.